Event description:
It was reported that this pacemaker reverted into safety mode and a remote monitoring disabled (rmd) alert. Technical services (ts) reviewed the device data and confirmed the radio frequency (rf) telemetry remote monitoring was disabled, alerts noted before the safety mode condition. The device is no longer capable of storing diagnostic data or performing lead measurements. Device replacement was recommended. Subsequently, this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. At this time, this product has not been returned for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.